Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked end cap, missing end cap sticker and stained address/serial number label. No physical damage to battery cap noted and battery cap locked into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent initially called to report that the insulin pump was no longer working and that it had three cracks on the battery cap and that it did not hold anymore. The customer's parent also stated that the customer received a motor error and no delivery but had declined troubleshooting for both. However, it was mentioned that the customer was not able to rewind. The customer was already disconnected from the insulin pump. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis. On (B)(6) 2017, the customer's parent reported that the customer passed out at work and emergency medical services were dispatched. The customer's blood glucose level was over 500 mg/dl at the time of admittance to the hospital. The customer had diabetic ketoacidosis. The customer was disconnected from the pump for greater than 48 hours prior to hospitalization.